Event description:
It was reported that the patient underwent unspecified surgery using rhbmp-2/acs. Reportedly, the patient has "significant pain, required [patient] to undergo an additional surgery, as well as mental anguish."

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2012: the patient underwent anterior/posterior revision lumbar laminectomy and fusion at l4-5, oblique approach using bmp (bone morphogenic protein), allograft, autograft; instrumentation with interbody implants and removal of hardware at l5-s1.